Event description:
The customer reported that one of the mp 70 monitors installed during the (B)(6) project fell down from the installed wall mount (gcx).

Manufacturer narrative:
It was reported to us that one of the mp 70 monitors installed during the (B)(6) project fell down from the installed wall mount (gcx). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).